Event description:
Reporter alleged obtaining the results of 396 mg/dl and 159 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she tested after lunch and after the readings, she took her normal dosage of diabetic medication. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.